Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was recently hospitalized due to a blood glucose level over 600 mg/dl. The customer stated that he treated with manual injections and had a blood glucose level of 269 mg/dl by the time of the emergency room visit. Customer stated that the high blood glucose level was due to the insulin pump not working. The insulin pump was not replaced or returned for analysis.